Event description:
A customer observed multiple, non-reproducible vitros valp quality control results on a vitros 5600 integrated system. The following results were obtained: qc fluid biorad 1 = 45.66, 45.73, 44.93 vs. An expected result = 33.54 ug/ml; qc fluid lot g1647 = 11.45, 11.12, 11.87, 14.15, 17.17 vs. An expected result = 27.80 ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. No vitros valp patient results from the time frame of the event were questioned. There was no report of patient harm as a result of this event. This report is number two of two MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).

Manufacturer narrative:
The investigation determined that multiple, non-reproducible vitros valp quality control results were obtained while using a vitros 5600 integrated system. There was no evidence that an instrument related issue contributed to the event. The investigation could not determine a definitive root cause for the event. However, improper reagent storage or a reagent related issue could not be ruled out as contributing factors. Expected performance was returned using an alternate reagent lot.